Event description:
At 8 months after the primary surgery the patient came in reporting instability and hyperextension and the cause is unknown. The surgeon revised the femoral component and insert. The surgeon used a thicker liner to provide greater varus/valgus stability and revised the femoral component to give the patient a post to reduce hyperextension.

Manufacturer narrative:
Batch review performed on 01 december 2021. Lot 2008776: (B)(4) items manufactured and released on 27-oct-2020. Expiration date: 2025-oct-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional component involved: gmk-sphere 02.12.0210crl tibial insert fixed sphere cr size 2/10 mm l (k181635) lot. 2007486 lot 2007486: (B)(4) items manufactured and released on 16-sep- 2020. Expiration date: 2025-aug-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.